Event description:
It was reported that patient scheduled for surgery due to hip dislocations. Surgeon found gray tissue around hip capsule. 32mm liner and hip stem removed. Surgeon performed a restoration modular hip and placed a mdm liner and head.

Manufacturer narrative:
An event regarding dislocation involving a trident 10° x3 insert 32mm ID was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection of the returned device indicates normal use with minor scratch marks around the rim of the liner. Dimensional and functional tests were not performed as the device was implanted. -medical records received and evaluation: not performed as insufficient medical information was received for evaluation. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, better quality x-rays, and patient history are needed to determine the root cause.

Event description:
It was reported that patient scheduled for surgery due to hip dislocations. Surgeon found gray tissue around hip capsule. 32mm liner and hip stem removed. Surgeon performed a restoration modular hip and placed a mdm liner and head.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.